Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient's upper aligners needed adjusting. The aligners are painful and digging into the gums and making them bleed. Sensitivity, not fitting and discomfort was also noted

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.